Event description:
Post c-section surgery, the patient developed an infection with the symptom "redness around the incision". The surgeon felt this infection was related to the device. The reporting surgeon was the physician involved in the incident. The patient was reported to be doing fine.

Manufacturer narrative:
The device involved in this incident is not available for evaluation; therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. Furthermore, the lot number of the device was unknown, and as a result, I-flow was unable to conduct an historical review to determine similar problems with a specific lot number. To date, I-flow has been unsuccessful in obtaining additional information in this incident. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. The clinical study performed on the on-q pain relief system found that the rate infection with a continuous pump was 0.7% which was equal to or less than the published cdc rate. In addition, the clinical study (#2) about "efficacy of continuous wound catheters delivering local anesthetic for postoperative analgesia" published in the journal of the american college of surgeons (volume 203, number 6, december 2006) demonstrated that the reported wound infection rates was 0.7%. Our devices are manufactured as being sterile. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.